Event description:
An ankle bone fracture has been discovered in a patient operated with the amis leg positioner. It is unknown if the fracture happened during the surgery, it was discovered during the recovery period. The patient has now a splint to hold the fracture.

Manufacturer narrative:
Batch review performed on 23-nov-2021. Lot 1951510: (B)(4) items manufactured and released on 27-may-2020. No anomalies found related to the problem. To date, another similar event has been reported on the same lot. Clinical evaluation performed by medical affairs director. Distal fibular fracture has probably occurred during tha surgery, where a leg positioner was used. The leg positioner is a manual instrument and a bone fracture, especially in elderly osteoporotic patients, is an adverse event that can occur even if no malfunction of the device occurred.